Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrovideoscope failed to deliver air/water and that that the air supply was weak at the time of pre-inspection. The issue occurred during a diagnostic ultrasound upper endoscopy procedure. The images could be depicted and a balloon was not used during the case. The clog was cleared by supplying water to the pipe, and what appeared to be coagulated blood was clogged in the pipe. Reportedly, blood was found to be attached to the reprocessor in the previous case, and the device was cleaned twice. There was an unspecified delay; however, the procedure was completed with the same device and there were no reports of patient harm.

Manufacturer narrative:
Updated: d8, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported failure of the scope to deliver air/water during a procedure could not be determined, however, based on information reported by the customer, the issue is assumed to have been the result of foreign material, resembling clotted blood stuck in the pipeline, making it impossible to supply air and water. The issue was likely the result of insufficient device cleaning/reprocessing. The issues may be detected/prevented by following the instructions for use section(s) below: chapter 6: application and conditions of cleaning, disinfection and sterilization chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.